Manufacturer narrative:
The lot was manufactured october 6, 2017 - october 7, 2017. The device was received for evaluation. Visual inspection was performed and found a ruptured bladder. The bladder was microscopically examined for any issues that could have contributed to the rupture, and no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during fill. The infusor was being filled with an unspecified drug using a syringe. There was no patient involvement. No additional information is available.